Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 600 mg/dl, 140 mg/dl. Test were done within 2 mintues with difference of 110%. Pt did not experience any adverse events. No further info has been reported.